Event description:
It was reported that during a coronary artery bypass graft (CABG) procedure, the surgeon experiened difficulty inserting the subject arterial cannula. Immediately after inserting the cannula, a drop in blood pressure was noted and the pulse in the pt's left arm disappeared. An aortagram was performed which revealed occlusion of the left subclavian artery. The surgeon performed a carotid-subclavian bypass to restore circulation to the left subclavian artery. The coronary artery bypass graft procedure was subsequently completed uneventfully using femoral cannulation. The pt also was reported to be doing well post-operatively.